Manufacturer narrative:
The actual event date was not provided; this date is based on the date of publication of the article (month and day not known). It was not possible to match this event with a previously reported event. (B)(4).

Event description:
Kaminska, m., heraghty, j., perides, s., lin, j., turcu, s. Intrathecal baclofen pump, it's not all roses! Report of case series. Developmental medicine and child neurology. 2012. 55. Summary: the authors discussed the intrathecal baclofen pump therapy on sleep-disordered breathing. This report refers to a child patient (unknown age and gender). The patient had current condition of obstructive sleep apnoea. The patient received baclofen (unknown manufacturer) intrathecal injection for severe dystonic cerebral palsy (unknown date and dose). Reported event: in the first two cases as the baclofen dose was increased, their pre-existing but not investigated earlier, obstructive sleep apnoea (osa) deteriorated with hypercapnia leading to non-invasive ventilation (niv). The second patient experienced obstructive sleep apnoea deterioration which was improved by itb dose reduction and addition of clonidine. A non-invasive ventilation (niv) was initiated successfully. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received. See manufacturer report 3007566237-2013-00215.